Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds measuring at 3.4 volts up to 4.5 volts. An x-ray was taken in the hospital which demonstrated that the lead had migrated. This lead was repositioned with indications that lead measurements were normal afterwards. No additional adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this rv lead later exhibited loss of capture (loc) so it was explanted. A new lead was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned for investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Kin erosion and device migration are known issues for implanted devices. Analysis of the returned product is not able to provide relevant information pertinent to these types of allegations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds measuring at 3.4 volts up to 4.5 volts. An x-ray was taken in the hospital which demonstrated that the lead had migrated. This lead was repositioned with indications that lead measurements were normal afterwards. No additional adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this rv lead later exhibited loss of capture (loc) so it was explanted. A new lead was successfully placed. No additional adverse patient effects were reported. This product is expected to be returned for investigation.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds measuring at 3.4 volts up to 4.5 volts. An x-ray was taken in the hospital which demonstrated that the lead had migrated. This lead was repositioned with indications that lead measurements were normal afterwards. No additional adverse patient effects were reported. Currently, this lead remains in service.